Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained bupivacaine and dilaudid, both with unknown concentrations and doses. It was reported the patient was getting a poor communication screen on the personal therapy manager (ptm). The patient stated she was also seeing a 0617 code (telemetry uplink error). The patient was directed to and held the ptm directly on the skin until they no longer heard the beeping which resolved at the end of the call. The patient stated that had been happening on and off, but on the day of the report, it had been nonstop. The patient stated she had to find the right spot because the pump had a tendency to roll (clarified that it just moves slightly). The patient was able to communicate at the end of the call and was able to get a successful bolus. The code was resolved on the call, and an antenna was being sent to the patient to help with the uplink error. The pump moving issue was reported to have started on (B)(6) 2017, the 0617 code was reported to have started on the day of report, and it was unknown when the poor communication screen started. The patient stated that she had another medication in the pump that started with a ¿b¿, but couldn¿t remember it. No patient symptoms/complications were reported.